Manufacturer narrative:
The device's lid was returned to stryker product analysis center (pac). The pac technician was able to verify the reported issue. An evaluation of the lid found that the magnet retainer tabs were damaged, which caused the magnet to not be retained. The root cause of the reported issue was determined to be customer abuse. The device remains with the customer and the lid was archived by stryker.

Event description:
The customer contacted stryker to report that their device was missing its lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was missing its lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement lid. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.